Manufacturer narrative:
Medwatch sent to FDA on 09/05/2018. The reporter of the event was asked to return the product for analysis, and to indicate product serial number and provide patient information. To date, no further device and patient information has been received by apollo. The reporter confirmed the explanted device will not be return to apollo for analysis. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of orbera¿ may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. In preparation for removal, some patients may have retained contents in the stomach. Some patients may have a clinically significant delay in gastric emptying and refractory intolerance to the balloon, necessitating early removal, and possibly leading to other adverse events. These patients may be at higher risk of aspiration upon removal and/or upon administration of anesthetic. The anesthesia team should be alerted to the risk for aspiration in these patients. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Warnings: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration, gastric and esophageal perforation and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement.

Event description:
Reported as: the physician had the patient's orbera intragastric balloon removed due to intolerance.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 10/18/2018.

Event description:
Follow up findings: the physician confirmed IV fluids was administered three times. The device removal was requested by patient. The explanted device was in proper condition without any abnormalities apparent but was discarded after removal.